Manufacturer narrative:
As reported, fasteners of the optifix at broke and did not fire properly into the mesh. Evaluation of the device finds as received the device has been depleted of all thirty fasteners. A functional test could not be performed. Evaluation of the unused same lot samples returned finds that the devices did not deploy broken fasteners during testing and function as intended. No conclusion can be made to what extent if any the device caused or contributed to the deployment issues reported. Review of manufacturing records shows product was made to specification. This MDR represents the optifix at (device #1). Additional MDR's were submitted to represent the optifix at (device #2) and optifix at (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair on (B)(6) 2024, three optifix at devices deployed broken fasteners when fired and didn't fire into the mesh. The broken fasteners were removed from the patient. There was no patient injury.